Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed three and a half years battery remaining and it was implanted two years ago. Additionally, the patient has chronic atrial fibrillation (af) for at least past year. Data analysis confirmed that the device was exhibiting premature depletion. Device replacement was recommended, and the device should be returned for detailed analysis. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker showed three and a half years battery remaining and it was implanted two years ago. Additionally, the patient has chronic atrial fibrillation (af) for at least past year. Data analysis confirmed that the device was exhibiting premature depletion. Device replacement was recommended, and the device should be returned for detailed analysis. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that device was not on the advisory. Moreover, disk analysis stated that device was depleting normally. The elevated power consumption was caused by atrial tachycardia (at) or atrial fibrillation (af). To date, the device remains in service. No adverse patient effects were reported.